Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to manufacturer report # 3005099803-2019-00052 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2018 that two wallflex colonic stents were used during a colonic stenting procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and the was not dilated prior to stent placement. According to the complainant, during the procedure, the first wallflex colonic stent (the subject of MFR. Report # 3005099803-2019-00052) was "not attached to the lesion", and the delivery system was difficult to remove. Reportedly, the stent came out along with the delivery system during catheter removal. A second wallflex colonic stent (the subject of this report) was used but the same thing occurred. The procedure was completed with another wallflex colonic stent. There were no patient complications reported as a result of this event. Note: a photo of the complaint device showed a fully deployed stent.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to manufacturer report # 3005099803-2019-00052 for the associated device information. It was reported to boston scientific corporation on december 16, 2018 that two wallflex colonic stents were used during a colonic stenting procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and the was not dilated prior to stent placement. According to the complainant, during the procedure, the first wallflex colonic stent (the subject of MFR. Report # 3005099803-2019-00052) was "not attached to the lesion", and the delivery system was difficult to remove. Reportedly, the stent came out along with the delivery system during catheter removal. A second wallflex colonic stent (the subject of this report) was used but the same thing occurred. The procedure was completed with another wallflex colonic stent. There were no patient complications reported as a result of this event. Note: a photo of the complaint device showed a fully deployed stent.

Manufacturer narrative:
H6: problem code 1528 captures the reportable event of delivery system difficult to remove. H10: a fully deployed wallflex colonic stent and a delivery system were returned for analysis. Visual examination of the returned device did not find any damages or issues to the stent and delivery system. The stent was measured to be within specifications. The investigation concluded that the reported event was likely due to anatomical or procedural factors such as characteristics of the lesion, handling of the device, the techniques used by the user, and normal procedural difficulties encountered during the procedure may have limited the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.